Event description:
It was reported that during an unspecified surgical procedure, when switched to off, it was observed that the battery reamer drill device turned on. It was further reported that when the device was switched to forward, the device turned off. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and seal deterioration from normal wear out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.